Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system unusable" and "defib charge fail" messages, then the device inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device has not been received for evaluation and this complaint is still under investigation.